Event description:
Pt's head slipped through hole in right upper side rail. Pt awake, no apparent distress, unaware of situation. Pt had been noted to lean head towards side rails, staff had lined sides of bed with pillows. Pillow slipped allowing pt 's head to go through rail. Plant operations cut rail and removed section. No injuries other than mild redness to right cheek and neck. Pt transferred to another bed with padded side rails applied. Md and family notified.